Event description:
According to the lockout tag, the operating room table stopped working due to loose connection. Problem was noted as plug connection has snapped off from table at base. Or personnel were able to get the table out of or suite 3 and placed on the back hallway of perioperative services unit. However, once there, power was gone. Manufacturer response for operating room table, (B)(6) (per site reporter): bio med had already called the company but as of report, or table is still in the back hallway of the or suites, not fixed therefore not usable.